Event description:
The patient needed to have their appendix removed. The ethicon powered echelon flex stapler was used. The patient tolerated the procedure well. Then about a week later, the patient returned to the emergency department with a two history about abdominal pain and nausea vomiting. CT scan showed small bowel obstruction. The patient was taken to the operating room which showed isolated, loose staples tethering loops of small intestine together, creating a kink of the small bowel and resultant obstruction. These "rogue" staples were extracted.